Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose, failed battery test, battery out limit and button error from the insulin pump. The customer's blood glucose reading was 430 mg/dl when he went to sleep. The customer treated with syringe injection of 6 units. The customer woke up with blood glucose of 380 mg/dl. The customer changed the battery and received failed battery test. The customer was unable to clear the alarm because of button error. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to faulty force sensor resistor and had intermittent up button response due to corroded keypad traces. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. No button error alarm during our testing. The insulin pump was received with normal operating currents and passed unexpected restart error test. No unexpected failed battery test or battery out limit alarm noted during our testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained endcap sticker.